Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was rushed to the hospital in an ambulance and is intensive care right now because of the bent supplies and the pump. The customer's blood glucose level was unknown. The customer declined the troubleshoot. The device will not be returned for the analysis.